Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "one actual sample was received in an open pouch for further evaluation. Visual inspection was conducted on the received sample and no abnormalities was observed. The cuff pressure of the actual returned sample was inflated to 25 mbar by using calibrated endotest. However, the cuff was unable to maintain its pressure at 25 mbar. Further inspection carried out on cuff, observed a with small gap at the cuff welding area. The small gap on the cuff welding area prevents the cuff from inflating. Based on the investigation, the defect mode of leakage matches and confirms the complainant's report as there was a small gap at the cuff welding area observed on the actual sample. Further investigation will be documented in a non-conformance that was opened within teleflex. The returned complaint device did not meet manufacturing release specifications as the small gap was observed at the cuff welding area. The complaint was confirmed, and the root cause was determined as manufacturing related." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was reported that "prior to use & test ok. Found leakage after intubated (cuff leakage.)" The user changed to a new tube. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was reported that "prior to use & test ok. Found leakage after intubated (cuff leakage.)" The user changed to a new tube. No medical intervention required. The patient's current condition is reported as "fine".